Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Field service engineer (fse) examined the system on-site and confirmed the reported problem. Upon troubleshooting, fse found no power and identified a dc power supply issue during their inspection. To resolve the issue, fse replaced the dc power supply and return the part for further analysis, but no failure found. After power supply replacement, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.